Event description:
It was reported that two cases of fistula occurred in patients who underwent hydrogel placement with high dose radiation, and underwent colostomy, after the surgery the patients experienced anal pain, in one of the cases the hydrogel was found in the rectal wall. This report captures the patient who had the colostomy and pain.

Manufacturer narrative:
Blockb3: the exact date of the event is unknown. The provided event date, 06/01/2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 06/14/2024. Blockh6: imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e2314 captures the reportable event of fistula.